Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger in a bd 3 ml syringe luer-lok¿ tip with bd precisionglide¿ needle was found damaged. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: since no samples displaying the reported condition were received a potential root cause could not be defined.

Event description:
It was reported that the plunger in a bd 3 ml syringe luer-lok tip with bd precisionglide needle was found damaged. There was no report of exposure, serious injury or medical intervention.